Event description:
The complainant reported a patient on impella cp support. The complainant reported the patient having hematuria despite repositioning while under echocardiography.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected data: a150202 removed from h6. Investigation summary. No product was returned. Hematuria: the cause of the injury was not determined due to insufficient clinical details.